Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender of the patient. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of unknown mesh. Per op notes, ¿hernia was noted. A mesh tied using sutures and placed into floor of inguinal canal using tacks to cover direct hernia.¿ (note: there is no product identifier provided for this mesh. Hence, it will be considered as unknown.) (B)(6) 2019 ¿ patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh. Per op notes, ¿a ventralight st mesh was placed into abdominal cavity through left lower quadrant trocar and tailored to fit the defect using tacks.¿ (B)(6) 2019 ¿ patient underwent laser prostatectomy. (B)(6) 2020 ¿ patient was diagnosed with iliohypogastric neuralgia thereby underwent ultrasound guided right iliohypogastric nerve block. (B)(6) 2020 ¿ patient was diagnosed with chronic refractory pain thereby underwent removal of unknown mesh. Per op notes, ¿there was dense scarring in right groin. The previous patch was excised along with sutures and tacks. A small residual component of patch remained was densely adherent to cord structure. The iliohypogastric and genitofemoral nerves were resected.¿ (B)(6) 2023 ¿ patient was diagnosed with severe chronic right lower quadrant and right groin pain thereby underwent laparoscopic triple neurectomy. Per op notes, ¿there were adhesions of the omentum to mesh in the right mid-lateral and lower abdomen. In right groin, iliohypogastric and ilioinguinal nerve, genitofemoral nerve were divided.¿